Event description:
Caller reported that a malfunction occurred on the pump, specifically indicated by malfunction code 1. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving pump reset information and helped the caller reset the pump. No additional information about the customer outcome was received, as the customer indicated they would call back when they had a charger available. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.